Event description:
A patient reported the pressure from the aligners caused their crown to shift and they also now have an overbite and have to get traditional braces to fix the issue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.